Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's therapy stopped due to power on reset (por). It was stated that the por was seen when the patient was using the recharger. It was unclear if the por was a warning or informational. Patient services reviewed with the patient how to bypass the por screen on the insr in order to charge the ins. The patient confirmed he was able to start charging the ins and was seeing the coupling boxes. It was discussed with the patient to reposition the recharge antenna in order to maintain coupling. The patient did not have the patient programmer as the time of the call and was recommended to charge the ins for a couple of hours and call back with the patient programmer present in order to attempt to clear the por and turn stimulation back on (if informational). The patient did mention he had a stroke and had trouble remembering things. Additional information received from the patient reported they had the ins charged up to (B)(6) percent. The patient stated he had a stroke before and has trouble talking sometimes, when asked when the stroke occurred, he stated it had been years prior (date unknown). The patient alleged he had the temperature icon on his recharger screen, but he clarified that was inaccurate. The patient stated that the recharge paddle was warm and was over clothing. Patient services asked the patient to start recharging session after unplugging himself from the wall to determine the ins battery level status. The patient noted he had a call you doctor por icon that appeared on the recharger screen. He was getting fully charged ins icon screen. When the patient attempted to turn the patient programmer on, it did not work and patient services asked the patient to get new batteries so as to check the status of the por. The patient needed to put batteries in the patient programmer. The patient noted they were using rechargeable (B)(6) batteries in the programmer. But it was recommended using alkaline (B)(6) batteries. The patient was going to try and get new batteries and would call back for further troubleshooting. They called back and the patient programmer was reset and they were able to turn stimulation back on. The patient called back again that stated it was too strong and needed to lower it. The patient was walked through on how to lower stimulation and the patient reported it was comfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.